Event description:
It was reported that an unknown access set leaked during injection. The tegaderm was taken off and the j-loop was not connected. The j-loop was replaced with a regular one and reinjected and the issue resolved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter additional phone number cell: (B)(6). The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.